Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged cosmetic damage on the pump along battery side. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The following were noted during visual inspection: scratched case. The pump passed the functional tests, including the displacement test, rewind, prime/seating, basic occlusion, occlusion, force sensor, self test, sleep current measurement, and active current measurement. No anomaly noted during testing. In summary, the insulin pump was received with a scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump retainer ring was damaged. Customer stated that the reservoir was locking in place. Customer blood glucose was 218 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.